Event description:
Additional information was received from the healthcare provider indicated that a catheter revision was performed due to remove the webbing obstruction from the catheter. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the patient has had a decrease in therapy since (B)(6) 2020. Their healthcare professional (hcp) scheduled a catheter revision to be performed on (B)(6) 2020 to investigate the decrease in therapy. The rep interrogated the pump and logs showed that the pump has been intermittently stalling since (B)(6) 2020. The rep stated that the logs did not go back farther than (B)(6) 2020, so "it could have occurred slightly before then, but the patient has reported a decrease in therapy coverage since (B)(6) 2020". The rep confirmed that the stalls recover within 2 hours. It was inquired if there could be any electromagnetic interference (emi)/magnetic source the patient is holding for about 2 hours at a time that the stall could be attributed to. The rep stated they were unsure and that the patient was brought in today for a catheter revision to address the decrease in therapy. The rep stated they could not replace the pump because they did not bring a pump due to the shortage.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted:(B)(6) 2018,explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that on 25-oct-2020 the physician attempted to pull csf (cerebrospinal fluid) from the catheter port. After accessing, it took 45 minutes to pull 2 cc of csf from the catheter. The physician attempted again on (B)(6) 2020 accessing the pump under fluoroscopy and struggled again to pull fluid. Using full force, the physician was able to push dye through to complete the catheter dye study and the catheter looked fine. Per the physician, another physician had had the same issue a few months back, so at that time the patient was taken to the or (operating room) and the catheter worked fine. The patient had had multiple episodes where she was very sleepy in the clinic. The patient was in hospital and was delirious. She had signs of baclofen withdrawal for 48 hours. An eeg showed ¿metabolic disturbance, high tone in arms despite being a t9 injury, psychosis, hallucination, tachycardia, all with a negative workup otherwise¿. The physician stated, ¿I have trouble not blaming the pump as we have weaned so many of her medications¿. Per the physician the pu mp logs had all been normal. The physician then decided to replace both the pump and the catheter and was going to monitor the patient to see how she did clinically from this point on. It was noted that the patient had many various health concerns, so it had been difficult todetermine if it was pump/catheter issue or otherwise.